Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 28mm x 2.25mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent strut in the first distal row was lifted from the crimped stent position. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. As a 28 x 2.25mm promus premier drug-eluting stent was being advanced to treat the lesion, resistance was encountered and when the device was removed, it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery. As a 28 x 2.25mm promus premier drug-eluting stent was being advanced to treat the lesion, resistance was encountered and when the device was removed, it was noted that the tip of the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.